Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by abdominal pain and cloudy effluent. The cause of the peritonitis was not reported. The patient presented to the emergency room and was started on unspecified intravenous prophylactic antibiotics. The patient was subsequently hospitalized for the event. The patient was discharged four days after admission. On an unspecified date this year, the patient recovered from the peritonitis event. Pd therapy was ongoing. No additional information is available.